Event description:
Caller alleged discrepant results using the inratio meter. Pt stopped coumadin dose following meter reading on (B)(6) /2011. Pt also obtained nes errors and "meter not recognizing strips" a couple of times. Meter replacement being sent.

Manufacturer narrative:
Investigation pending.